Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of pain and other-medical event (sound) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: "rupture, pain" and "sounded like a plastic bag in my chest".

Event description:
Patient reported "rupture, pain" and "sounded like a plastic bag in my chest". This record is for the right side. Device was explanted.